Event description:
Customer reported being hospitalized due to high bg. Customer stated that high bg were due to running out of insulin while sleeping and did not hear the alarm so had gone all night with out insulin. Customer also reported having no delivery alarm during manual prime. Assisted customer in rewinding and priming the pump again and it worked fine. Instructed customer to monitor and call medtronic minimed back if alarm recur.